Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out-of-range pace impedance measurements, noise, and loss of capture. Review of device data showed a sudden increase in impedance measurements after which measurements remained greater than 2,000 ohms; sensing was noted stable at approximately 3 mv. Right ventricular lead measurements were within normal limits and stable. As such, the physician elected to reprogram the device to vdd mode and perform additional follow-up at a later undetermined date. Boston scientific technical services (ts) suggested additional testing to perform at that time and advised an x-ray may be beneficial as w ell. No adverse patient effects were reported. This system remains in service.